Event description:
Nurse found catheter leaking. Investigation showed that the catheter had broken. Patient taken to radiology. Radiology located and retrieved the remaining piece of catheter. Catheter sample(s) available for shipping to hdc.